Event description:
Event description boston scientific crm received information that this right ventricular (rv) lead also was replaced when it wouldn't fit into the new device's header. No adverse patient effects were observed.

Manufacturer narrative:
Visual inspection of the lead noted cuts in the proximal terminal molding and insulation consistent with that which is inadvertently induced during the explant procedure. Additionally, dried body fluid was observed throughout the lead. The proximal terminal seal rings were found to be lifted from the peek on the is-1 terminal leg of the lead and medical adhesive was observed.